Event description:
Catheter broke just below reinforced tubing. The catheter was placed 1/22/98 & removed 1/23/98. It was placed in a baby, but not a premature infant.

Manufacturer narrative:
Product implicated is a 2 french catheter. Returned for evaluation is the catheter, which is in two pieces. The proximal section (hub) measures 5.6cm and the distal section (tubing) measures 31 cm. Lot history review indicates no related component or mfg issues and no product complaints of similar nature. The catheter separated inside the hub. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severely elongated and appears necked down proximal to the break site. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart.